Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain titanium large hexed screw (ilrght) was received. Visual inspection of the returned product identified that the screw had fractured across the threads. There was significant wear (nicks and gouges) due to usage around the shank and the hex feature. The fractured bottom portion was not returned. A device history review was performed and no related non-conformances were noted. Lot specific complaint history review for ilrght (lot #: 1212216) concluded that there are two (2) other reported complaints with similar incident against the subject lots to date. Appropriate documentation was reviewed and the following information was identified: review of biomet 3i restorative IFU (p-iis086gr rev. E 11/2015) and biomet 3i restorative manual (instrm rev b 10/15) identified information regarding screw fracture under section title warnings and precautions. As per the applicable IFU, improper technique can lead to implant restoration fracture and screw loosening. Surgical manual highlights the torque recommendation under torque matrix ¿ internal connection, page iii. Complainant reported that the doctor checked up and discovered the screw was fractured. The reported complaint was confirmed through visual and physical inspection of the returned product. A definitive root cause for this complaint could not be determined. (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number k072642.

Event description:
It was reported that the ilrght screw was fractured. Doctor was able to remove the fractured portion from the implant. Implant is ok.